Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative indicating the patient had their ins and extension replaced and is doing much better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturing rep. Regarding a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient reached the elective replacement indicator (eri) and the implantable neurostimulator (ins) voltage was at 2.62v. Caller further reports therapy impedance on electrodes 0 and 1 and are at 34 ohms. Caller reports the patient is programmed with those two contacts. The patient is programmed with 2.9v and 3v, 60pw/170hz with a bipolar configuration. The eri was reported on a non-rechargeable ins. There is an indication of a short circuit being used in programming. It was reviewed to the caller that at 34 ohms, most likely its the lead/extension junction and suggested twist lock. No symptoms reported. No further complications were reported or anticipated.